Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and found to broken grip at the grip base. A piece approximately 0.648" x 0.210 was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, there was a broken tip on the cobra grasper instrument. There was no report of patient involvement.